Manufacturer narrative:
The device was not returned to olympus and the on-site evaluation found that the customer only suctioned water for 30 seconds, then did not suction air, use the air/water cleaning adapter, or flush the auxiliary water channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist performed a repair reduction observation on the evis exera iii gastrointestinal videoscope as requested by the customer. The on-site inspection found that the pre-cleaning steps were not performed correctly. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An ess was dispatched onsite 28sep2021 to observe and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.